Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received a hardware low level failures error twice during self test. The customer's blood glucose level was 15 mmol/l at the time of the incident. The customer's recent blood glucose was 12.4 mmol/l. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with insulin pen for high blood glucose. The customer was assisted in performing high pressure test and it was passed. The customer was further assisted in performing self test and the pump error occurred. The insulin pump will be returned for analysis.